Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the clinic and was diagnosed with a skin infection. The site was painful and had purulent discharge. For treatment, the patient was prescribed doxycycline 100 mg at 2 tablets daily for 10 days. The pod was worn on the hip/buttocks. The patient was discharged on the same day. The pod was discarded.